Manufacturer narrative:
Initial.

Event description:
It was reported that the cartridge had a broken internal glass piece that was difficult to remove, and the user was hesitant to manipulate it due to concern about the ilet. Symptoms included no reported injury and no changes in blood glucose. Outcomes included no alerts or alarms and successful completion of a supply change during the call. Investigation included troubleshooting and education with confirmation that the glass fragment was removed and no additional debris remained. Investigation of this case revealed a cracked or broken cartridge component without impact to glycemic control. It was concluded, based on similar reports, that the cause was a cartridge component breakage.